Manufacturer narrative:
Age/date of birth: unknown/ not provided. If explanted; give date: lens remains implanted. Device evaluation: product evaluation cannot be performed as per the initial report, the lens remains implanted. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that approximately nine days post-implantation of a tecnis multifocal intraocular lens (iol), the center of the lens appeared to be opacified. It was noted the patient is getting a symfony lens so the surgeon will wait to see how everything is working after that. No medical intervention was required, and the lens remains implanted. No further information was provided.